Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the main lamp of the light source did not light up. The issue occurred during preparation for use in a therapeutic (retrograde intrarenal) procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively identified. However, it is likely the reported issue was caused by a faulty power supply unit. Olympus will continue to monitor field performance for this device.